Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2021. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); other pain: recurrent urinary tract infections. Nonsurgical treatments: on (B)(6) 2021 the patient commenced incontinence medication: ditropan for the treatment of: to relax bladder and decrease urge incontinence. Treatment duration: ongoing. The patient was treated with other medication (please specify). The patient was treated with other medication (please specify): keflex 500mg x2 twice daily for the treatment of: treat urinary tract infection. Treatment duration: 1 week each time. The patient was treated with other medication (please specify): keflex 250mg x 1 once daily for the treatment of: as prophylaxis. Treatment duration: 5 + months.